Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 to reflect no product return evaluation. The device was discarded and not available for return, therefore no visual inspection, functional testing, or dimensional testing could be performed. No imagery was returned. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As the complaint was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals for edwards commander delivery system, device preparation manual, and procedural training manual revealed no deficiencies. As reported, ''due to very calcified leaflets, a dissection of sinus was observed after trying to cross the native valve with the commander ds. Tracking or crossing the annulus was a bit more challenging than usual.'' It was also reported that the patient had a severe degree of calcification in the valve. The presence of calcification can make the pathway challenging as the delivery system crosses the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to cross the native annulus and lead to the subsequent patient injury. Available information suggests patient factors (calcification) contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : device discarded.

Manufacturer narrative:
There is no indication of a device malfunction, therefore the device was discarded. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the cause of the dissection was due to the very calcified leaflets. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the patient underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. As reported, due to very calcified leaflets, a dissection of sinus was observed after trying to cross the native valve with the commander ds. The patient was converted to surgery. The dissection was closed during surgery and patient got a perimount magna ease valve with excellent outcome. Patient was extubated at the same day and was stable.